Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the surgeon was able to squeeze the handle but there was issue with the loading or firing the clips. There was no patient involvement.